Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was difficult to insert stylet into the pacing lead. The pacing lead was discarded and replaced. No patient complications have been reported as a result of this event.